Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being new to insulin pump therapy and blood glucose was not going down with pump. Troubleshooting was performed and alarm history showed a no delivery alarm. Customer was not able completely read display screen, therefore was not able to complete alarm history. Customer's blood glucose was 354 mg/dl. While customer was attempting to verify if a bolus was needed and display screen continued to go blank. While checking the menu screen, display screen could not scroll down with buttons. Customer had neuropathy in her hands. Customer was not able to complete troubleshooting due to pain in her kidneys and wanted to rest. Customer was advised to call back to continue troubleshooting.